Manufacturer narrative:
Updated data: b5. Additional information reported that the bend in the capsule of the second dcs was reported as a bend/buckle in the center of the capsule. No adverse patient effects were reported. Conclusion: no device or procedural images were submitted for review. A device history review was not required as the event description did not indicate a potential manufacturing issue. However, manufacturing controls are in place to ensure that both of the devices met specification requirements prior to release from the manufacturing facility. Difficulty experienced when the device is advanced through the access vessel is known to be related to factors such as patient anatomy and physician technique, including guidewire and introducer sheath selection. In this case, the cause of the advancement difficulties was the dislodged valve from the first attempt at valve implant. Potential factors that can influence a dislodged valve include tension applied on the device during positioning, calcification levels in the native vessel, compliance of the aorta and native vessels, and a number of others. Mitral valve regurgitation is a potential adverse event associated with the implantation of the valve and it can be attributed to factors such as valve position and implant depth where the depth can impinge on the mitral valve function or damage the mitral valve. In this case, with the limited information available, a conclusive root cause of the mitral valve interaction could not be determined, but the valve dislodgement was a likely contributing cause. The most likely cause of a bend in the capsule following a recapture is a capsule buckle. Based on the investigation completed into capsule buckle events, there is no evidence that the product fails to meet specification and these events are most likely not related to a fault condition of the device. The exact root cause of capsule buckle is unknown however, patient anatomy (vessel tortuosity <(>&<)> calcification) and use conditions due to challenging anatomy (insertion angle, force required to advance, torqueing of the catheter) are known potential contributing factors to capsule damage. In this case, the challenging anatomy present may have caused or contributed to the capsule damage but this cannot be conclusively confirmed with the evidence available. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: d-evprop34us, serial/lot #: (B)(4), ubd: 14-jan-2023, UDI#: (B)(4). Product analysis: the valve remained implanted and the delivery catheter system (dcs) was discarded, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, in a patient with native valve lea flet calcification, an angiography was performed and showed a deployment depth of 1mm on the non-coronary cusp (ncc) in-cusp overlap. The left anterior oblique view showed the depth on the left coronary cusp (lcc) was 1-2mm. The valve was fully released from the delivery catheter system (dcs) and the valve dislodged 25mm below the native aortic valve into the ventricle. At this implant depth, the transcatheter aortic valve (tav) interacted with the mitral valve¿s anterior leaflet and caused mitral stenosis. A transthoracic echocardiogram (tte) identified a significant gradient across the mitral valve. The dislodged valve was snared with two wires: the snares attached to the c-tabs of the valve frame and the valve was pulled up into the ascending aorta. A second tav was loaded onto a second dcs and inserted into the patient; but the dcs repeatedly became caught on, and could not navigate through, the frame of the snared valve. The valve was partially deployed and recaptured to maneuver the dcs through the snared valve frame, but the strategy caused damage to the capsule of the dcs. The dcs and valve were withdrawn from the patient. Upon visual inspection, a bend in the dcs capsule was noted from the recapture. Subsequently, a third dcs successfully navigated through the snared valve and implanted a different valve at a depth of 2mm on the ncc and 4mm on the lcc. No additional adverse patient effects were reported.